Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when performing a trace registration, the system became unresponsive at 98% through initialization and required the surgeon to re-verify the instrument. The site had to re-register the patient after rebooting the system when the system became unresponsive. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. After the case a manufacturer representative deleted over one hundred exams from the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the system was functional after the patients were deleted. Because the resolution was confirmed, no system checkout will be performed.

Manufacturer narrative:
An exam from the system provided was a cranial scan and not a spinal scan. However, the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.